Event description:
An alice nightone device was returned to the third-party service center with an allegation of a possible oximeter fault. There was no allegation of serious or permanent harm or injury. During the evaluation at the third-party service center, the device was visually inspected and found wires showing on the finger sensor. The part was replaced and a test study with the device was carried out, at which time all device icons illuminated green properly, all channels recorded during testing, and all testing passed. The device was returned to loan stock.

Manufacturer narrative:
The is a correction report, due to the coding being incorrect on the previous emdr. The coding is correct on this report.